Manufacturer narrative:
The polaris spectra system control unit (scu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the logs had an intermittent history of an internal strober error. When connected to a known operational navigation system, the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the polaris spectra system control unit (scu) for the navigation system was replaced to resolved the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The suspect scu has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system displayed that the localizer was disconnected twice. It was reported that the issue first occurred during preparations for the procedure and restarting the navigation system restored functionality. The second occurrence happened before the final screw was placed. The last screw was then placed with a c-arm. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.